Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was alarming motor error during a bolus. Customer's blood glucose was 289 mg/dl. Customer tested low in the morning because of work. Customer tends to put the device on suspend because of the low blood glucose. Customer's spouse does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer's spouse was advised to disconnect from the device. Customer does use the sensor feature. Customer's spouse was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was unable to rewind the device. Customer's spouse was to discontinue use of the device and revert to back-up plan. No further information reported.